Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the pump had been powered off on march 25, 2014 and was not primed when it was subsequently powered on. There was no activity outside normal use observed in the black box data. No prime issue occurred during the investigation and no intermittent condition was found to the force sensor circuit. Investigation did not confirm or duplicate the alleged prime issue and the pump was determined to be operating within required specifications without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a battery change and prime issue with the pump involving the rewind, load, or fill cannula step. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.